Manufacturer narrative:
Per field service engineer (fse), the customer reported problem was confirmed. The battery was replaced to address the reported problem. The unit passed all testing

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Pending patient information.

Event description:
The customer reported that the ventilator shut down. The customer reported that the unit was in use on patient, but there was no patient harm reported.